Event description:
It was reported that a x-core cage had been found collapsed post-operatively.

Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.